Event description:
C-cc-lk - leakage ; it was reported that saline leakage was observed at the connection part. Two units were used for the same patient in a row, but the same problem occurred. There were no patient complications. Both devices were returned; customer report confirmed for one device and no defect found for the other returned device. Manufacture dates of lot numbers: 58525103 - 04-30-2008; 58522876 - 04/21/2008. Expiration for lot numbers are the same - 04/2010.

Manufacturer narrative:
Unit 1. Customer report was confirmed. Rec'd (1) complete flotrac kit. Flotrac housing male luer was completely broken off from bonded zero-stopcock. The broken luer stuck inside zero-stopcock female luer. The female luer was also cracked. Stress marks were evident around entire stopcock female luer. Unit 2. Customer report was not able to be verified. Rec'd (1) flotrac kit. It was not able to perform leak testing since the flush device was damaged. Pull tab of flush device was completely broken off from the bottom of the poppet. Broken pull tab was not returned with the unit. All connections appeared tight. No visible damage was observed from flotrac housing luers and tubing connectors.